Manufacturer narrative:
As reported in a research article, about four and a half years after the valve was implanted endocarditis, moderate para-prosthetic posterior abscess, moderate para-prosthetic posterior aortic insufficiency, free left auricle, non-dilated initial aorta, and thickening of the aortic leaflets as well as vegetations on the valve cusps were found and the valve was explanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications a more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported vegetations on the valve cusps could have contributed to the reported regurgitation however the presence of the vegetations could not be confirmed and the cause of the reported incident could not be conclusively determined.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in (B)(6) 2014, a 23mm trifecta valve was implanted in a61 year old patient with calcified aortic stenosis. In (B)(6) 2019, transesophageal echocardiogram (tee) was performed and showed large vegetation on the valve cusps, moderate para-prosthetic posterior abscess, moderate para-prosthetic posterior aortic insufficiency, free left auricle, non-dilated initial aorta, and thickening of the aortic leaflets. On may 2019, an aortic valve replacement with reconstruction of the ring was performed with a non-abbott device implanted. On (B)(6) 2019, aortic endocarditis was found complicated by spondylodiscitis and streptococcus gallolyticus stroke. An antibiotic treatment was implemented. On (B)(6) 2021, the patient passed away to unknown causes.